Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The patient was brought in and further evaluation noted the impedances had spiked twice to out of range values, but returned to stable values of 70 ohms. At this time, the products remain in service and the patient was brought in for further evaluation. The shock impedances were in range during the check, but reprogramming was still performed. No adverse patient effects were reported.